Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and was transferred to a near hospital when she got a seizure. Last august the customer had a seizure, fell, and her head got fifteen stitches. The blood glucose reading was 2.1mmol/l, and she was treated with food. It was stated that the customer was in coma for two to three hours when she had the seizure. The customer stated that she got up and went to the bathroom because she was feeling a bit low, but did not check her glucose level and had the seizure. Two hours later the customer came out and while looking at the window she passed out. Troubleshooting was performed, and no damage to the drive support cap noted. The displacement test passed. The customer was told by the doctor that the basal rates were too high. Reviewed the programming, and the reservoir had the same amount of insulin as shown on the status screen. It was mentioned that the insulin pump was exposed to an MRI. No further information was provided.